Manufacturer narrative:
The reported issue could not be confirmed; however, a different issue was found.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). An injection was delivered to address bg level. System check with tandem technical support indicated the pump was performing as expected. Reportedly, customer has been in contact with their health care provider regarding diabetes management.